Event description:
This is a spontaneous case report received from a female consumer via regulatory authority (case# (B)(6)) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted in 2012. The consumer, who was (B)(6) at the time of this report, stated that she had essure inserted after her second daughter who was conceived while mirena iud (see case (B)(4)). She had a trouble pregnancy and had her 6 weeks early and was told that probably she would not survive another pregnancy. Because of this, she had essure placed. Shortly after essure, she developed bacterial infections, yeast infections, severe cramps daily, heavy and painful menstrual cycle, numbness in vagina area, hot flashes, lack of sex drive and lack of ability to get wet pretty much a complete hormonal shift. She has been through lots of tests and possibilities of what all the problems could be before blaming essure. All fingers were pointing at the implant after 3 years of guessing game and searching for the problem. An injury (serious important medical events) was mentioned but not specified and /or assigned to one of the events. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received from consumer on (B)(6) 2015: consumer´s date of birth was updated. She stated that she had to have a hysterectomy to remove essure. After removal, the problems that were caused by essure were gone. Case was upgraded to incident. Follow-up received on (B)(6) 2015: no new information. Ptc assessment updated without major changes on (B)(6) 2015. Company causality comment this non-medically confirmed, spontaneous case report; refers to a female consumer who experienced severe cramps after essure (fallopian tube occlusion insert) placement. She underwent a hysterectomy to remove essure. This event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal and pelvic pain may occur with essure therapy. In this particular case consumer stated the event started shortly after essure insertion, and after removal the problems caused by essure were gone. Therefore, a causal relationship with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was upgraded to incident due to required intervention, since the consumer reported she underwent a hysterectomy to remove essure. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 08-sep-2015: essure healthcare provider general questionnaire. Essure was inserted 7 months post-partum. Cervical dilatation, lidocaine with epi was used during insertion. No complications noted during insertion. Visualization was seen on both sides. Fluid loos was not more than 1500cc. On (B)(6) 2013, hysterosalpingogram (hsg) was performed and showed occlusion. Reporter stated that patient was treated for yeast infection on several occasions and irregular menses. Essure was not removed (discrepant information). Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who experienced severe cramps after essure (fallopian tube occlusion insert) placement. She underwent a hysterectomy to remove essure. This event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal and pelvic pain may occur with essure therapy. In this particular case consumer stated the event started shortly after essure insertion, and after removal the problems caused by essure were gone. Therefore, a causal relationship with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was upgraded to incident due to required intervention, since the consumer reported she underwent a hysterectomy to remove essure. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Follow-up information received on 09-oct-2015 from nurse: the patient has not been seen since (B)(6) 2014, so there was no information regarding hysterectomy or procedure to remove essure. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who experienced severe cramps after essure (fallopian tube occlusion insert) placement. She underwent a hysterectomy to remove essure. This event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal and pelvic pain may occur with essure therapy. In this particular case consumer stated the event started shortly after essure insertion, and after removal the problems caused by essure were gone. Therefore, a causal relationship with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was upgraded to incident due to required intervention, since the consumer reported she underwent a hysterectomy to remove essure. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.